Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-corrected information in section g1 contact office address 1, contact office city, contact office postal code, contact office country, contact office first name, contact office last name, contact office e-mail, contact office phone number, contact office fax.

Event description:
The customer observed the alinity c processing module generated multiple error codes: 5819 reagent cartridge loading error in position (25) of the reagent carousel, 5818 reagent transport mechanism error, 5794 reagent carousel loading error, 5672 reagent carousel loading error in the analysis module, and 5016 error (reagent manager vertical motion) returning to home position. The issue occurred on the alinity ci-series system control module (scm), (B)(6). The customer checked the reagent carousel and a label was found near the reagent transport mechanism. There was no impact to patient results, patient management, or user safety.

Event description:
The customer observed the alinity c processing module generated multiple error codes: 5819 reagent cartridge loading error in position (25) of the reagent carousel, 5818 reagent transport mechanism error, 5794 reagent carousel loading error, 5672 reagent carousel loading error in the analysis module, and 5016 error (reagent manager vertical motion) returning to home position. The issue occurred on the alinity ci-series system control module (scm), (B)(6). The customer checked the reagent carousel and a label was found near the reagent transport mechanism. There was no impact to patient results, patient management, or user safety.

Manufacturer narrative:
Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where if customers do not use the specified avery labels defined in the alinity ci-series operations manual for user-defined 1d reagent bar code labels, the labels may not adhere to the alinity c r1 reagent bottle. The issue has the potential to generate incorrect results and chemical or biohazard exposure. The alinity ci system software v3.4.0 on the alinity scm, sn (B)(6), failed to meet performance specification or otherwise perform as intended at the customer site; thus, a deficiency was identified. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.